Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a failure to capture. During the reposition procedure on (B)(6) 2026, the rv lead helix failed to retract. The rv lead was then explanted and successfully replaced. The patient remained stable.